Manufacturer narrative:
Results: the pusher assembly was kinked approximately 117.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that the physician met resistance while advancing a ruby coil into a px slim delivery microcatheter. Evaluation of the returned device revealed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion into a microcatheter, damage such as this may occur. Ruby coils are 100% functionally tested during in-process inspection. The px slim delivery microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for aortic and iliac aneurysms using a px slim delivery microcatheter (px slim) and a ruby coils. During the procedure, the physician met resistance while advancing the ruby coil into the px slim and was not used. The procedure successfully continued using additional ruby coils and the same px slim. There was no report of an adverse effect in the patient.